Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2316-50 serial: (B)(4) description: infinion 1x16 perc lead kit-50 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a progressively worsening rash. The patient was treated with analgesia. It is unknown whether the rash is device related.